Manufacturer narrative:
Electrode belt sn (B)(4) was evaluated by the distributor. The reported problem (service code 204, 107) was confirmed. Upon distributor evaluation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The communication faults between the electrode belt and monitor caused the reported service codes. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and a service code 107 (multiple abnormal shutdowns).